Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that clinician attempted to place the implant in site 19 was placed in type 1 bone which was was very dense. Could not removed implant which was incompletely seated. Clinician reported implant had a damaged hex. Hex was damaged during placement/removal same procedure due to dense bone. Trephine used to remove and replaced implant with t3pro 5x10mm.